Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an abnormal electrocardiogram. It was also reported that the right atrial (ra) lead exhibited potential intermittent capture on current and some stored electrograms. The ra lead remains in use. No further patient complications have been reported as a result of this event.